Event description:
It was reported that the external pulse generator (epg) keypad was defective. It was noted that a key was stuck and the epg had generated an error message indicating that the error button pressed was detected and to release all buttons. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a defective keypad. It was noted that the output connector assembly and battery drawer were broken. It was further noted that the upper case was broken and the hanger assembly was missing. The epg was unrepaired due to it having exceeded its serviceable life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.